Event description:
Medtronic received a report that the pipeline stent failed to open in the distal and middle sections. The patient was undergoing surgery for treatment of a saccular, unruptured, right, coronary sinus aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. The blood vessel diameter in the landing zone was 4.5 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was performed at a platelet reactivity units (pru) level of 80. The postoperative findings related to blood flow contrast showed no issues at all. It was reported that during pipeline stent deployment, sleeve release was performed at the mid-m1 segment. Sleeve release was performed twice, and during the second maneuver, the sleeve was noted to be partially inverted; therefore, deployment was continued (this was confirmed upon retrieval). Poor distal expansion was observed; however, as distal expansion is typically achieved once mid-segment deployment is obtained, deployment was continued. Although deployment progressed to approximately 3/4, adequate expansion of both the distal and mid segments was not achieved. The device was resheathed to the distal end and redeployment was attempted in the same manner; however, no improvement was observed. The physician determined distal "maldeployment" and exchanged the device for the same product. After exchange, both distal expansion and apposition to the vessel wall were satisfactory, and the procedure was completed without pta. There was deployment failure at the shaft center and the distal stent region. The pipeline was not located in the tortuosity of the bloodvessel. The pipeline deployment failure occurred to the extent of more than 50%. The pipeline was resheathed 3 or more times. No operation, such as using another device to deploy the stent was performed. The pipeline was resheathed and collected along with the microcatheter, and removed from the patient's body. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The device was prepared as indi cated in the package insert. Ancillary devices include a optimo 8fr guiding catheter, fg15150-0615-1s microcatheter, and a fg19120-1030-1s.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.